Manufacturer narrative:
It was reported that a 68-year-old male patient with history of (unsuccessful previous premature ventricular contractions (pvc) ablation and cardiac arrest requiring cardiopulmonary resuscitation), underwent a pvc ablation procedure with a pentaray nav high-density mapping eco catheter and suffered medical device entrapment requiring surgical intervention. Additional information was received on 3/10/2020, indicating the physician had initially moved the pentaray into the area of the tricuspid valve and was attempting to maneuver it down into the ventricle but was performing a clockwise torque repeatedly to the point where the irrigation tubing was twisting upon itself. The tubing had to be released and the catheter was removed from the patient initially. Next a smart touch (st) catheter was able to be advanced into the right ventricular outflow tract and a tract was made on the carto system. The physician then removed the st catheter and went forward again with the pentaray, attempting to utilize the same maneuvers of clockwise torque repeatedly to attempt to enter the rvot. The device was not plugged into the carto system at the time. Despite multiple attempts of different individuals informing the physician that this was not the appropriate use of the device, the physician persisted. The device was then noted to have an 80 degree bend in the shaft and was caught. In david¿s opinion, there was nothing specifically different about the approach other than the user¿s inexperience. Cardiac thoracic surgeon was called for evaluation. It was mentioned that there was no formal training performed for physician users of the product. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. No code available was used to represent surgical intervention. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient with history of (unsuccessful previous premature ventricular contractions (pvc) ablation and cardiac arrest requiring cardiopulmonary resuscitation), underwent a pvc ablation procedure with a pentaray nav high-density mapping eco catheter and suffered medical device entrapment requiring surgical intervention. During the procedure upon trying to position the pentaray into the right ventricle outflow tract (rvot), it appeared to have become entangled in the tricuspid chordae tendineae. The physician attempted multiple times to pull and rotate the pentaray nav high-density mapping eco catheter, despite the instructions of the team (nurses / bwi team). However, the catheter could not be dislodged. At this point, very minimal cardiac mapping had occurred and no ablation therapy had been delivered. At the time of the entanglement, other catheters were also inserted into the heart. Additional catheters inserted in the heart were the abbott quadripolar his catheter, abbott decapole coronary sinus catheter, and the acunav acuson intracardiac echo catheters. The pentaray nav high-density mapping eco catheter was able to be visualized with the acunav acuson intracardiac echo catheter. This confirmed the entanglement of the pentaray nav high-density mapping eco catheter splines in the tricuspid chordae tendineae. The remainder of the procedure was aborted. The cardiothoracic surgeon was called in, and the patient was transferred to the operating room. Thoracotomy with cardiac bypass was performed. The pentaray catheter was found entangled in the tricuspid chordae tendineae and was successfully removed. Thereafter, the patient was transferred to the intensive care unit (ICU) and required subsequent ward stay. Patient was reported to have made a good recovery. Physician did not provide a direct causality opinion. The nurse unit manager indicated that the physician communicated to the patient that the complication was related to suboptimal equipment. The nurse unit manager also informed even though the patient has made a good recovery and discharged from hospital to rehab, that the patient is teary and suspected to be suffering from post-traumatic stress disorder. However, this has not been confirmed.